Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown case for a prophylactic nail, while reaming with the ria, the anterior cortex of the distal third tibia was perforated. The surgeon had already planned to place a prophylactic nail, and proceeded with the procedure. The procedure was successfully completed with no surgical delay. No patient consequences. This report is for one (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot: part # 03.404.000s. Synthes lot # 82p2476. Supplier lot # supplier batch #82p2414, 82p2444, 82p2420. Release to warehouse date: 19jan2021. Expiration date: 30nov2021. Supplier: (B)(4). Gage was found to be within calibration parameters and released. Relevance to complaint condition cannot be determined until the product is returned for investigation. Device history batch null, device history review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.